Event description:
It was reported that the patient received several inappropriate shocks from the implantable cardioverter defibrillator (ICD), and the physician indicated the wiring was faulty and the ICD needed to be replaced.

Manufacturer narrative:
Further investigation is not required as the device has not been returned for analysis.